Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: strip issue.

Event description:
Customer complains of lo results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 165 mg/dl fasting. Verified the strips expire 7/16/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Customer performed a back to back blood test and obtained 190 mg/dl and 169 mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with the lo blood result that she got on (B)(6) 2016 at 944 am. Customer states that the meter was giving a lot of e-5 error messages; she then performed a blood test and obtained a lo (glucose result less than 20 mg/dl). Customer states that she then decided to run another blood test and got 186 mg/dl. Customer states that her blood sugar jumps all over the place.